Event description:
It was reported to baxter (B)(4) that a flogard infusion pump was not working. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of the flogard not working was confirmed during device evaluation as an f-6 alarm. The root cause was due to depleted/damaged main batteries. The main batteries were replaced to resolve the reported condition.